Event description:
It was reported that at generator change-out, externalized conductors were noted on the chronic lead. Lead was capped on (B)(6) 2004 due to suspected lead fracture.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.